Event description:
It was reported that the ilet¿s front housing separated from the back housing when the user retrieved it prior to showering, consistent with a device bonding failure involving the display assembly; the user temporarily secured the device with tape and noted some trouble using it thereafter. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of the device bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.